Event description:
Additional information was received indicating the lead was explanted and replaced.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, sensing and impedance measurements were noted to be fluctuating. All other parameters were in range. The physician believes this behavior is due to potential lead damage but has decided to take no action. No intervention has been performed and the lead remains implanted and will continue to be monitored. The patient is in stable condition.